Event description:
It was reported that the patient developed an infection at the pocket site. It was noted that the pocket opened up and the battery was exposed with pus present. The physician did not suspect that the infection was device related. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and lead will not be returned due to hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7074558.